Manufacturer narrative:
Continuation of d10: cmrm6133int envelope, implanted: (B)(6) 2024; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that two days after the implant of the cardiac resynchronization therapy pacemaker (crt-p) system with an antibacterial absorbable envelope, the patient exhibited an slightly increased c-reactive protein (crp) measurement. The third day, the crp measurement had significantly increased and sepsis developed, resulting in the patient passing. The origin of the infection could not be identified. It was noted that the patient's age, multiple co-morbidities, and the long procedure duration may have contributed to the development of the infection that lead to sepsis.